Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant product(s): unknown cup. Unknown liner. Unknown fitmore stem. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2017 - 06319, 0001822565 - 2017 - 06320, 0001822565 - 2017 - 06318.

Event description:
It was reported that patient underwent right total hip arthroplasty and subsequently developed infection immediately postoperatively. Patient underwent procedure to drain the infection under anesthesia on an unknown date. A pump was placed following the surgery. Attempts have been made and no further information is available at this time.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on (B)(4).